Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Csa educated customer about the sleep activity and how it can prevent automatic corrections from being delivered during the night. Customer continued to use pump for insulin therapy.